Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 04/14/2015: lot 102820: (B)(4) items produced and released on 10/11/2010. No anomalies found. To date, all the items have been sold without any similar issue. On (B)(4), it was communicated that: "the pieces will not be returned due to hospital policy. No x-rays will be available as well." On (B)(4), it was specified that: the bone fractured not the implant. In order to allow the bone to heal properly, the surgeon removed the implant and wired the bone together. There was no replacement implant which was put in to replace the patella component removed. On 03/27/2015 the medical affairs director made the following analysis: a fracture of the patella is the natural consequence of a frontal trauma to the knee. When operating to give internal reduction (in this case reportedly achieved by cerclage) it is standard procedure to exchange the tibial insert for a new one, regardless of its conditions. Therefore, no reason to suspect implant failure is given in this case.

Manufacturer narrative:
On 07/01/2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On 07/02/2015 the report was sent to the initial reporter and the case was closed.